Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was in terrible pain in buttocks and could not sit or lay down on back comfortably. Patient stated that no infection was confirmed. Patient stated that the trial system was completely removed. Patient reported that they went back to the doctor's office several times the following week (B)(6) and saw the doctor. The doctor did not do any testing but they figured that the patient had an infection. The patient was scheduled to get a permanent implant (B)(6) but they waited (B)(6) to put the permanent device in. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that they were having pain when standing or walking, and they wanted to know why they experienced the pain. They also stated, ¿sensitive to touch in back area near lead site.¿ it was noted that they were seen by their healthcare provider for a bandage change on (B)(6) 2017, and were switched from the right lead to the left. It was recommended that they follow up with their healthcare provider about their pain. On 2017-jul-25, it was clarified that the patient got an infection during the trial and that their trial leads were taken out due to the infection on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that the antibiotics are making things worse. The issue was not resolved at the time of this reported. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.